Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "discomfort", "breast implants feel hard and hurt", "pain in chest".

Event description:
Patient reported via medical information for right side: "discomfort", "breast implants feel hard and hurt", "implants are currently sitting high and are large", "pain in chest", implants "don¿t feel right and have gone a funny shape". Patient additionally reported a capsular contracture, baker grade unspecified. The device has been replaced.